Manufacturer narrative:
It was later confirmed that the device would not be returned for evaluation due to hospital policy. Additional narrative: the reported event was not confirmed. The exact cause of the event could not be determined because device information and patient medical records were not provided for review.

Event description:
It was reported that the patient had a revision due to cup being poorly positioned as seen in x rays. Pca cup and liner explanted. Also, pca 28mm cocr head explanted. It was noted that the stem came out and was re-cemented in place.

Event description:
It was reported that the patient had a revision due to cup being poorly positioned as seen in x rays. Pca cup and liner explanted. Also, pca 28mm cocr head explanted. It was noted that the stem came out and was re-cemented in place.

Manufacturer narrative:
The catalog number and lot code were not provided on intake. The device was reported to be a pca cup. It was noted that the device would be returned for investigation of the reported event. A supplemental report will be submitted upon completion of the investigation.